Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted echocardiogram image could not confirm the reported event of inflow cannula malposition; however, review of the submitted log files confirmed multiple low flow alarms. A specific cause for the reported malposition and observed alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypertension could not be conclusively established. The controller event log file contained events from 23aug2024, per the timestamps. The controller periodic log file contained data from (B)(6) 2024, per the timestamps. Multiple low flow hazard alarms were captured between (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms. High blood pressure was recognized and treated, but the low flow alarms persisted. A transthoracic echocardiogram (tte) was performed that was reported as okay. Log files were downloaded. A ramp test showed an inability to unload the left ventricle. A transesophageal echocardiogram (tee) was performed with confirmation of malposition of the inflow cannula of the heartmate 3 due to remodulation of the heart. The ventricular assist device (vad) team decided on conservative treatment. The speed was adjusted, and the patient was instructed to stay with close phone contact with the vad team. The patient was stable at the time of their discharge to home.